Manufacturer narrative:
We have requested and await more information from the reporter regarding her daughter's experience, and the returned of the product for evaluation and date code for investigation.

Event description:
Received a report from a consumer's mother indicating on (B)(6), 2010, her daughter felt ill while using tampons during her menstrual cycle. A medical examination was sought the same day, and subsequently, her daughter was admitted to the hospital, wherein at the time this report was received, she was being treated for toxic shock syndrome (tss). Limited information provided by the reporter regarding her daughter's experience and treatment; and no information provided regarding formal medical diagnosis, secondary diagnoses and/or other medical condition(s) that may have contributed to the reported adverse event.